Manufacturer narrative:
Distributor in (B)(6) reported that the (B)(6) was performing a lateral approach to thoracic spine for the correction of sever scoliosis deformity. The patient's pleura was damaged during the operation. The handpiece did not have power output half way and two-thirds of the way through the operation. The handpiece, serial number (B)(4) was returned to misonix. The handpiece was tested on (B)(6) 2015. There was an electrical fault and hipot test failure. Inspection of the handpiece indicated the cable assembly was damaged. The cable was cut through to the wire and burned. The device IFU has the following warning and note: warning 7.1 improper connection of the handpiece cable may present a shock hazard. Confirm that handpiece connector is dry prior to plugging it in. Note 9.2 the reuse life given takes into account wear and tear due to cleaning and sterilization only. Damage or wear caused by actual use in treatments will affect life of components the handpiece cable was damaged, cut through the insulation. Our conclusion is user error/misuse in damaging the cable. This caused the cable to short and burn. The risk assessment indicates the risk to the patient and user is as low as reasonable practical based on the design which includes three redundant fault protection circuits for open circuit protection, short circuit protection, and ground fault protection. These redundant protections prevent current leakage. The generator output automatically disables ultrasound output in the event of a fault. In fact, the report indicates the ultrasonic power disabled twice during the procedure indicating the protection circuits were performing to specification. There is no cause and effect relationship of the cable damage causing the handpiece to loose ultrasonic power and the damage to the patients pleura. The clinical procedure was a lateral approach to the thoracic spine, to correct a severe scoliosis deformity. The most probable cause of the damage to the patient's pleura was the surgeon contacting the pleura with the ultrasonic probe. We believe this is operational context error by the surgeon. We do not have adverse events on file for the bone scalpel generator or handpiece. Reporting from the institution, surgeon and distributor and anecdotal at best. If we are able to obtain additional information we will update this report. The report was damage to the patient's plura. There was no report of medical intervention to prevent permanent damage to body structure or impairment of body function. There was no report of permanent damage to body structure or impairment of body function. A conclusion that the injury was serious could not be made because of insufficient information reported. The injury reported is most probably due to surgical technique, not the design, quality, performance of efficacy of the subject device. Misonix has filed this report because insufficient information was reported to make a definitive determination that the injury was serious.

Event description:
The distributor in (B)(6) reported that the (B)(6) was performing a lateral approach to thoracic spine for the correction of sever scoliosis deformity. The patient's pleura was damaged during the operation. The handpiece did not have power output half way and two-thirds of the way through the operation. There was no report of disability or permanent damage. There was no report the event was life threatening. There was no report of prolonged hospitalization. There was no report of intervention to prevent permanent impairment of damage.